Event description:
According to the reporter, during an open heart surgery on a child, when suturing, the needle broke, the surgeon took another suture from a different box and lot and it broke again. It was noted a part fell into the patient cavity and was retrieved with a needle holder. The user immediately removed the 2 boxes that had the issue and called the distributor which immediately delivered 2 new boxes of sutures with other lots than the operator had, and so far there have been no problems. It was not known if the third suture was from the same box or a third box was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.